Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device did not discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.